Event description:
It was reported that the 7700 system would not fluoro. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed on site investigation. The foot-switch was replaced during the service call. The system was tested and found to be working as intended, and put back into service.